Manufacturer narrative:
The insulin pump buttons all responded properly and no button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 412 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. At the time of the report, customer's blood glucose was 378 mg/dl. Nothing further was reported.